Event description:
On 4/17/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event that resulted in hospitalization. The exact date of this event is unknown. On 4/23/24 the cds followed-up with the user and reviewed the ilet log data. The cds discovered the user was announcing meals as "less," announcing late, or not announcing at all. The cds also noted the user was wearing the ilet at times where no insulin was being delivered. The user's healthcare provider (hcp) advised that the user has always had serious lows on any pump they have tried but wants to try the ilet again. The cds will be scheduling a training with the user again if they are ready to begin reusing the ilet. At the time of this report the user has not been retrained. Multiple attempts by beta bionics customer care to contact the user and obtain additional information about the low bg event have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Currently available device logs end on 2024-04-17. Data for the estimated described event date of 2024-04-17 were reviewed. However, there is no cgm or insulin dosing data for the event date. Without a specific event date, precise review of the cgm and insulin data is not possible. A potential event was found in the logs on 2024-04-05, and review was completed for that event. Cgm and insulin dosing data end on that same day. No instances of malfunction alerts were found in the device engineering logs. There is one factory reset in the logs on 2024-01-05 at 9:33 am, before the device was initialized. Body weight was increased by 7 pounds on 2024-01-20. The audio setting was changed to "off" on 2024-04-09. Prior to the presumed event on 2024-04-05, the audio setting was not changed from the factory default of "high". Cgm glucose alert settings were not changed from factory settings (on) after initial set up. On 2024-04-04, the fill tubing process was completed three times at 9:53 am, priming a total of 61 units before a complete cartridge change, with a prime of 19.4 units, was completed at 9:54 am. A cartridge change process was initiated at 9:41 pm, but the user does not complete the cartridge change process. The ilet appropriately triggers alert 77 for the incomplete cartridge change and is unable to deliver insulin. The fill tubing process is completed with a prime of 10.8 units and an infusion set change (teflon cannula) is logged 1:25 am on 2024-04-05. The last dexcom g7 cgm sensor seen in the logs was started on 2024-03-26 and stopped on 2024-04-05 at 5:52 am. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report in the days leading up to the end of the device data shows patterns of maladaptive behavior, including announcing all meals as "less than usual", announcing meals late in the glucose excursion indicating potentially trying to use meal announcements to correct hyperglycemia, over-treating hypoglycemia, and failure to address alerts in the device or maintain the device resulting in suspended insulin dosing for long periods of time. On the night prior to the hypoglycemia found on (B)(6) 2024, the user failed to complete a cartridge change process for several hours, rendering the ilet unable to deliver insulin and leading to prolonged hyperglycemia. Once the cartridge change process is completed and insulin dosing resumes. The ilet suspends insulin dosing shortly after that, when the user's cgm glucose is 166 mg/dl and trending downward. The user's cgm glucose went below range about 90 minutes after insulin dosing resumed and remains below range until the logs end about an hour later. No evidence of device malfunction was found in the available engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values and dosing insulin when it was able to. The ilet was appropriately triggering device and cgm glucose alerts throughout the end of cgm and insulin data in the logs. None of these alerts were acknowledged by the user on the date of the presumed event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report and available device logs, the ilet operated as intended by delivering or suspending insulin in response to cgm glucose values when it was able, and triggering alerts appropriately through 2024-04-05 when cgm and insulin dosing data end. Without a precise event date or cgm and insulin dosing data past 2024-04-05, determination of an assignable cause for the reported event is not possible. However, review of a hypoglycemic event found on 2024-04-05 showed the assignable causes for that event to be failure to respond to alerts promptly, and failure to use and maintain the device in accordance with the training. It is possible that this behavior continued beyond the available device data and contributed to the reported hypoglycemic event.